Event description:
It was reported that the right ventricular lead impedance was high and the physician stated the lead had a "pending fracture." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (ICD) (B)(6) 2012; 4194 implantable pacing lead (B)(6) 2012. (B)(4).